Event description:
It was reported that prior to an unk procedure when the nurse took out a new device and fired, no clip was loaded. The second device had the same problem. There was no pt consequence.

Manufacturer narrative:
(B)(4). Dropping ejecting clips. Eval summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.